Manufacturer narrative:
(B)(4). No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records for the articular surface did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection.

Event description:
It is reported that the patient was revised due to suspicion of a delayed infections.